Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 434mg/dl and the pump alarmed no delivery. The customer treated with insulin. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer indicated that they would try to change out the set and then go to their back up plan. No further details given.